Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Adjustable head doesn't stay on when brushing my teeth...comes out into my mouth - oral-b [device breakage] case narrative: adult female consumer via phone reported that the oral-b toothbrush heads would not stay on the oral-b pro 3000 toothbrush handle, type 3772 and came out into her mouth while she was brushing her teeth. No injury was reported. 04-apr-2024 via case update: the suspect product lot was 3cb22752247. The concomitant product lot was 123d. No injury was reported. 25-apr-2024 case update from information initially received on 04-apr-2024: the concomitant products were oral-b power oral care refills crossaction eb50black and oral-b power power oral care refills precision clean eb20 brush set 1ct. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Adjustable head doesn't stay on when brushing my teeth...comes out into my mouth - oral-b [device breakage] case narrative: adult female consumer via phone reported that the oral-b toothbrush heads would not stay on the oral-b pro 3000 toothbrush handle, type 3772 and came out into her mouth while she was brushing her teeth. No injury was reported. 04-apr-2024 via case update: the suspect product lot was 3cb22752247. The concomitant product lot was 123d. No injury was reported.